Event description:
Cath lab personnel reported experiencing drawing air when aspirating contrast media with the large bore fluid delivery set packaged within their convenience kit. It is happening quite often, but not every case. There has been no pt incident or injury.